Event description:
It was reported that during a lap cholecystectomy, there was a cystic duct leak due to malformed staples. Another clip was used to stop the leak. The case was completed with no patient consequences.